Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that noise and oversensing was observed on both the atrial and ventricular channels. It was also reported that the pace/sense portion of the ventricular lead was replaced due to t-wave oversensing. Possible electromagnetic interference was noted. The leads remain in use. No patient complications were reported as a result of this event.